Event description:
It was reported that the patient passed away due to trouble during exchanging the batteries. The device was properly functioning at the time of the death. There was no surgical operation related to the device malfunction. The device was explanted and delivered to the manufacturer.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed a pump stoppage due to full depletion of the external batteries; however, a specific cause as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. The submitted log file (B)(4) captured the system operating on batteries for all 8 days of captured. A low battery advisory was captured on day 453, hour 11, minute 48. Approximately 1 hour and 53 minutes later, this alarm progressed into low battery hazard alarm and entered power save mode. The pump stopped due to the batteries fully depleting, indicated by the controller clock resetting. The duration that the pump was off cannot be determined based on the log file. The pump resumed normal operation at the fixed speed for the remaining 6 hours and 35 minutes of the log file after the controller was connected to fully charged batteries. The aforementioned sequence of events is consistent with the depletion of the external batteries, causing the pump to stop, and the controller to reset. No other atypical events were captured. Despite these events, the pump appeared to function as intended. Upon disassembly of the (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. During the investigation there was an incidental finding. A cut was observed in the silicone jacket covered in rescue tape approximately 2.5¿¿ from the controller connector. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29nov2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii left ventricular assist system patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii left ventricular assist system instructions for use provides important information regarding the heartmate batteries and outlines monitoring battery charge level/replacing depleted batteries. This document outlines all system controller alarms, as well as how to respond to such events. The instructions for use explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The heartmate ii left ventricular assist system patient handbook outlines battery charge level, fuel gauge display, and all system controller alarms, as well as how to respond to such events. This document explains that if the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the patient handbook. This document also contains a section on handling emergencies. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-07647. It was reported that the patient was found at home with loss of consciousness by their family. It was believed that the patient had lost both power sources and the pump stopped. Hazard alarms were sounding when the family found the patient. The family connected the battery and the pump restarted. The patient was immediately taken to the hospital by ambulance but they did not regain consciousness. Although the pump was restarted with battery exchange, the patient¿s pupils already dilated and was not resuscitated. During the analysis of the log file, several low voltage hazards were observed. Low voltage alarms were seen on day 447 hour 1 minute 55, day 448 hour 7 minute 22, day 449 hour 6 minute 13 and pump stopped occurred on day 453 hour 13 minute 56 due to the batteries completely depleted. The patients batteries did run down until it would not support running the pump. The patient was constantly running on batteries which is not recommended.